Event description:
The facility reported an infusion pump that would not infuse on channel c during pt use. Despite baxter's efforts to obtain additional info from the facility, details were not available regarding additional contact info, pt demographics, medication involved, or set-up of the device. The hospital rep stated they have no record of any pt incident since the last baxter service event.